Event description:
It was reported that the anesthesia system had a leakage issue. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, replacement of the safety valve solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The problems such as the one described here are not safety related and it will be detected during system checkout and will not affect ventilation or agent delivery. The safety valve protects the patient from high pressures. If the pressure is too high the safety valve opens and fresh gas is let out to evac to decrease the inspiratory pressure. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/26/2011, corrected manufacture date: 09/22/2011.

Event description:
Manufacturer's ref. (B)(4)